Manufacturer narrative:
The philips product investigation laboratory (pil) received a trilogy evo system printed circuit board assembly with the allegation of error codes in the event log. Pil installed the trilogy evo system pca on the trilogy evo stb and ran therapy for approximately 1 hour and then powered off the stb and removed all power and then reapplied all power sources and continued to run therapy for an additional hour and then removed all power sources without powering off the stb to create a hardware power fail condition and then reapplied all power sources and the stb restarted therapy as expected, neither e-251 nor e-291 reoccurred. Pil then tested the system pca on the pil trilogy evo multifunctional test station for power source verification and passed all testing. Pil concluded that the system pca operates as designed.

Event description:
The trilogy evo ventilator was returned and evaluated by a third-party service center for the allegation the device gave a ventilator service required alarm, the device evaluation found a ventilator service required code present in the error log that indicates the software detects malfunction of the hardware control which manages alternating current power and handles the switch between charging and discharging for each battery which required replacement of the system printed circuit board assembly (pca) to address the issue. Periodic maintenance was completed on the device. The air inlet foam filter and particle filter were replaced per maintenance to prevent failure. Additional findings not related to the malfunction/issue: a non-critical event was noted in the event log indicating a a start/stop key latch failure. The replacement of the system pca addressed this non-critical issue. Preventative maintenance was completed on the device. The inline proximal filter was replaced due to dirt observed. The device passed final testing and was confirmed to operate properly.